Event description:
A consumer reported that her daughter received second degree burns on her thighs from hot water that spilled from the personal steam inhaler. She stated that the bottom portion of the unit became loose while she was holding the device near her daughter's face and hot water spilled out of the unit onto the child, resulting in her injuries. Medical intervention was sought at an urgent care clinic. The instructions for proper use have clear warnings that state "keep out of reach of children", "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns", as well as "allow the appliance to cool for at least 20 minutes before moving or refilling it".

Event description:
A consumer reported that her daughter received second degree burns on her thighs from hot water that spilled from the personal steam inhaler. She stated that the bottom portion of the unit became loose while she was holding the device near her daughter's face and hot water spilled out of the unit onto the child, resulting in her injuries. Medical intervention was sought at an urgent care clinic. The instructions for proper use have clear warnings that state "keep out of reach of children", "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns", as well as "allow the appliance to cool for at least 20 minutes before moving or refilling it". Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.